Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported lvad alarm could not be confirmed because no log files from the time of the event were submitted for review. Also, a direct correlation between the device and the patient¿s reported dizziness could not conclusively be determined through this evaluation; however, the account believes the cause of the patient's dizziness to be hypotension. The heartmate 3 IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The heartmate 3 patient handbook instructs the user to call their hospital contact if they think, for any reason, that any portion of the equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room for an alarm and mild dizziness. Lvad interrogation revealed no alarms or issues over the past 240 hours. Mean arterial pressure (map) was initially 62. The patient resumed a reduced dose of lisinopril 20 mg daily and torsemide was reduced to 20 mg daily. Spironolactone was continued at the current dose. The patient's blood pressure improved to map 74 and the dizziness resolved. It was reported that the cause of the dizziness was hypotension that was possibly device related. No log files were available for the event. No additional information was provided.